Event description:
On 3/1/2000, the pt's attorney notified the MFR that attorney has been retained to represent the interests of the pt for the malfunctioning of a cervical spinal cord stimulator...enclosing a copy of the 2/13/1999 operative report for broken electrode of spinal cord stimulator. The neurostimulation lead was returned to the MFR for analysis on 12/20/1999.